Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, coronary angiography procedure was performed by the customer and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system on site and confirmed that the system geometry movements failed. Upon troubleshooting fse found that the pcu was not receiving power, while the l3 component was operating properly and found faulty mpd control unit. To resolve the issue, fse replaced mpd (main power distribution). The defective mpdu was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system had a geometry movement failure. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.